Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting an error code "110d" proximal pressure sensor range error. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse suggested to replace the data acquisition (da) printed circuit board assembly (pcba) and dispatched a field service engineer (fse) for onsite repair. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.